Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during removal of a c-flex double pigtail ureteral stent, the device separated. The device was indwelling for two months. The device was separated "with minor traction" in the patient's ureter. An attempt to remove the separated section of the stent under radiology failed. The device fragment was left in the patient's right kidney and a nephroscopy procedure has been scheduled to remove the device fragment. A video provided by the user appears to show an additional device, reportedly from the same lot, being pulled apart within the user¿s hands.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during removal of a c-flex double pigtail ureteral stent, the device separated. The device was indwelling for two months. The device was separated "with minor traction" in the patient's ureter. An attempt to remove the separated section of the stent under radiology failed. The device fragment was left in the patient's right kidney and a nephroscopy procedure has been scheduled to remove the device fragment. A video provided by the user appears to show an additional device, reportedly from the same lot, being pulled apart within the user¿s hands. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, specifications, and quality control procedures of the device were conducted during the investigation. No device was returned for physical investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place. The device is provided with instructions for use which caution the following: ¿ these stents must not remain indwelling more than six months. If the patient's status permits, the stent may be replaced with a new stent. ¿ these stents are not intended as permanent indwelling devices. ¿ do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding. ¿ a pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. ¿ improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. ¿ individual variations of interaction between stents and the urinary system are unpredictable. ¿ periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.¿ based on the available information, cook has concluded that a cause for this event could not be established. It was not possible to rule out inadvertent user/procedural issues; device manipulation before and during placement is unknown. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a risk assessment review, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.